Event description:
It was reported that during a procedure, the surgeon was attempting to tighten the locking screw when the tip of the driver twisted and broke off into the screw head. The surgeon was unable to remove the broken driver tip from the implanted screw, thus it remained in the patient. A second driver was used to complete the procedure. No further details are available at this time.